Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported tissue erosion in a patient's left eye approximately one month post photo refractive keratectomy (prk). The patient complains of blur, epiphora, and sudden redness while driving but went away. A bandage contact lens was placed on the eye and the patient was started on a topical antibiotic drop to use four times a day for a week. Upon follow up, patient is healing nicely. Bandage contact lenses was replaced and is to be worn until next follow up appointment in two weeks.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).